Event description:
This device was implanted on (B)(6) 2007 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that a complete flatline was noted when autocapture was turned on for this patient's device. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).